Event description:
Spontaneous inbound call from patient regarding cadd ext set/tubing. The shipment from pharmacy on 11/09/2020 contained cadd ext with a small hole in each where the tubing connects to a filter. The patient explained the hole was so small that he wasn't losing a significant amount of medication, but moisture was "seeping" through it, this raised concern for sterility, every one of the 15 of these shipped to patient had this default. Patient was sent a new supply from a different lot number on 12/11/2020. Lot number in question is 4034004. Patient successfully utilized the new sets. Patient has old tubing on hand in need of retrieval. Did we [MFR] place device? Yes, did the patient have a backup device they were able to switch to? Yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No, is the actual device available for investigation? Yes. Reported to (B)(6) by: patient/caregiver.